Manufacturer narrative:
The equipment from (B)(4) (from (B)(6)) was received on (B)(4) 2011 and consisted of a micro-tech chair sensor pad model # 83720 ((B)(4)) and micro-tech bed sensor pad # 82710 (lot # 051000409). During (B)(4) testing and eval of this equipment, the following was found: the micro-tech chair sensor pad model # 83720 ((B)(4)) was discovered to have sustained damage to the cord. The cord showed signs that excessive force had been applied, possibly from being stretched, causing the copper to become exposed inside the insulation which in turn caused a short. The micro-tech bed sensor pad # 82710 (lot # 051000409) was discovered to have sustained damage to the cord. The cord showed signs that excessive force had been applied, possibly from being stretched, which caused the copper to become exposed inside the insulation, causing an open connection. The retention tab that secures the connector in the monitor had also been damaged and was missing. The monitor involved in the incident was not returned to (B)(4) for eval, as it could not be located at (B)(6). However, our findings conclude that the mats as returned would not have functioned properly due to the damage sustained to the cords. Add'l model #: 82710. (B)(4). Add'l manufacture date: 05/2010.

Event description:
On (B)(6) 2011, (B)(6) reported that a fall had occurred at (B)(6) and that the equipment in use allegedly did not alarm. (B)(6) risk mgmt at (B)(6), reported that on (B)(6) 2011 a resident was in her bed, but was later discovered on her right side on the floor after staff allegedly heard a delayed alarm. Risk mgmt indicated that the resident had sustained a broken hip.